Event description:
It was reported that the relion® insulin syringe did not have an expiration date listed on the label. The following information was provided by the initial reporter: "consumer called for information regarding expiration date. Wanted to know why pen needles had expiration date and syringes did not."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being made in 2013, files are retained for 7 years no DHR review can be completed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na the customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe did not have an expiration date listed on the label. The following information was provided by the initial reporter: "consumer called for information regarding expiration date. Wanted to know why pen needles had expiration date and syringes did not."